Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a pdf document with two pictures was received to for evaluation. As per visual inspection of the two pictures received, it was observed three overwrap packet shows the back packet and the printing information of the packet is defective. The defective/ illegible print defect observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the defective/ illegible print was identified during the investigation of the pictures received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental events reported via: 2210968-2021-09153 and 2210968-2021-09154.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was reported that the label was missing on the packaging. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/02/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: an opened box with thirty-six packets of product code w334h was returned for analysis with the packaging closed. Upon visual analysis of the returned samples revealed that the words are illegible due to a missing portion of print in twenty-eight representative samples. The rest of the samples no defects were noted. The defective/ illegible print defect has been correlated to the manufacturing process. Based on the information currently available, defective/ illegible print defect was identified during the investigation of the samples received. This product issue will be addressed through quality system.